Event description:
It was reported that the patient felt as though they were being overdosed after the refill. The hcp (healthcare provider) was concerned that there was leakage through the septum of the pump or perhaps part of the needle was causing overdose. The refill volumes were accurate. It was unclear if the patient went to the ER (emergency room). It was noted that the effects lasted 3-4 hours. It was later reported that immediately after refill, it was as if 1 ml or less of medication had leaked into the pocket. The patient experienced severe dry mouth and a fleeting flushed feeling. Both symptoms resolved within minutes with no further issues. The physician thought that the diaphragm of the pump was failing. This was the only conclusion he could draw. No troubleshooting had been performed because there were no volume discrepancies. The volumes at the time of refill are pretty much what they were expecting. The pump was delivering prialt, bupivacaine, and morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported during a pump refill on 2014 (B)(6) the patient called to report sudden severe dry mouth and flushing that subsided by 11:40. It was noted the pump was filled at 09:15. It was unknown what the primary cause of the event was. The pump was being used to deliver prialt 7.093 mcg/day, clonidine 329.7 mcg/day, morphine 5.095 mcg/day, and bupivacaine 5.095 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined the pump was not used to deliver prialt. Additional information received reported that it was not determined if the correct technique was being used for refills. It was noted the health care providers (hcp) had the same issues with unknown patients with pumps from other manufacturers. It was also reported that on (B)(6) 2013 the expected residual volume was 2.8 and the actual residual volume was 3.0. At the refill on (B)(6) 2014, the expected residual volume and the actual residual volume were both 6.8. The patient was going to be monitored closely after each visit. No emergency room visit was noted. It was unknown how long it took the patient symptoms to resolve. The issue had been occurring since (B)(6) 2013. The patient was taking oral medication. The device had not been explanted. On (B)(6) 2013 the patient came to the clinic in the morning with symptoms post pump refill. Before the patient had left he was experiencing dry mouth and light-headedness driving home. He experienced increased drowsiness to the point he felt he was falling asleep at the wheel. When the patient came home he took his blood pressure and pulse. The pulse was 51 and the blood pressure was 111/64. The patient's blood pressure on the morning of (B)(6) 2013 was 138/84 and the pulse was 72. The possibility of some leakage when filling was discusses. Options were possible pump replacement and/or keeping the patient an extended time post refill. As of (B)(6) 2013 the pump was be ing used to deliver prialt, clonidine, morphine, and bupivacaine. At the (B)(6) 2013 refill the patient had a severely dry mouth post pump refill. The patient also had a fleeting flush/rush feeling that was subsided. With the last refill the patient had a dry mouth as well.

Event description:
Additional information was received and it was reported that the patient was heavily sedated exhibiting signs and symptoms of opioid overdose. Per this reporter the symptoms typically lasted for 6 hours and resolved. The physician was sure that there was not a pocket fill because the symptoms were mild and resolved quickly.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_refillkit_acc, lot# unknown product type: accessory. (B)(4).